Event description:
(B)(4). Weight gain, brain fog, tooth and gum issues, hair loss, excessive sleepiness, painful intercourse, loss of sexual desire, joint pain, loss of sensation in hands and feet, metal taste in mouth, constant feeling of having the flu, uterine spasms.